Event description:
It was reported the guidewire in the powerglide broke during insertion. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2387 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guidewire in the powerglide broke during insertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to advance the catheter is confirmed. One 10 cm powerglide pro catheter was returned for evaluation. A segment of a guidewire was found to be extending through a split in the catheter and 0.5 cm from the distal end of the catheter. The guidewire was removed and measured to be 3.5 cm in length. Blood residue was visible throughout the components. Microscopic observation of the distal end of the guidewire revealed the weld tip to be intact. The proximal portion of the guidewire was extending through a jagged longitudinal split in the catheter 1.3 cm from the distal end. The damaged catheter region was bulging outwards. The characteristics of the damage observed is consistent with damage caused by retraction of the catheter against the needle bevel. The product instructions for use (IFU) warns, "warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter." Since the catheter and guidewire appear to have been damaged due to retraction of the catheter against the needle, the complaint is confirmed.